Event description:
Additional information was received from the customer on (B)(6) 2023. A central venous catheter (cvc) was used during this event. The patient's blood pressure and heart rate were stable. Urgent arterial blood gas (abg) and full blood count (fbc) were ordered. The infusion had just finished, removed, microclave not clamped and then blood found on patient's pillow. The medication was delivered by syringe pump (bd nexus cc). The type of extension set used was a vygon protect-a-line. There was a backcheck valve in the extension set (but was not connected at time of incident).

Event description:
The customer provided further information stating that the harm experienced by the patient was approximately 100 ml of blood loss. There was no medication intervention required and the patient recovered.

Manufacturer narrative:
Received one used. List #unknown, bifuse set with two microclaves; lot #unknown. One used. List #unknown, microclave; lot #unknown. One of the proximal shuntless microclaves was confirmed to have the seal stuck down. Subsequent disassembly the shuntless microclave revealed seal tearing on the top surface of the seal that extended near the outer edge of the seal that would have resulted in leakage and subsequent stick down. The probable cause of the seal tearing and subsequent stick down is typical of access with an incompatible mating device during use. The dfu states: needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm). No device history review (DHR) lot review was conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a microclave. The customer stated that leaking had been reported. The status of the device when the problem occurred was during infusion of actrapid. It was unknown how long into the infusion the leak occurred. There was blood loss, approximately 100 ml. It was unknown if the tubing was replaced, if therapy was resumed or if the drug was replaced. There was no visible defect. The product was in clinical use. There was patient involvement and a report of unspecified patient harm. Patient harm was rated as low by the reporter.